Manufacturer narrative:
E1: physician information has been updated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was explanted and replaced on 27 jul 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient's ipg would not communicate with external devices. The patient was feeling better for a while, and did not charge for 3 to 4 months. As a result, surgical intervention may occur to address the issue.